Manufacturer narrative:
Continuation of d10: 3023 urinary stim ipg, implanted: (B)(6) 2010; 3889-28 urinary stim lead, implanted: (B)(6) 2004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced syncope, or near syncope. There appeared to be oversensing on the ventricular and atrial leads possibly misclassifying events. At device classified termination of events, the arrhythmia appeared to continue beneath detection rate, correlating with patient symptoms. The right ventricular (rv) and right atrial (ra) leads remain in use. No further patient complications have been reported as a result of this event.